Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Low bg cause was not known. Reportedly the customer had a syncopal episode, hit their head and went to the emergency room and subsequently hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.